Event description:
It was reported that the patient had no pain coverage on the right side of body due to lead migration. All components were explanted and will not be returned as it was discarded by the hospital.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).